Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative blade cut out is unknown. This report is for one (1) unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is not available for reporting. X-ray review was performed and the cut out of the helical blade can be confirmed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with trochanteric fixation nail-advanced (tfna) system on an unknown date. Postoperatively there was tfna helical blade/screw cut out. No other information is provided. Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown); tfna fem nail ø10 r 130° l440 timo15 (part # 04.037.064s, lot # unknown, quantity 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision procedure was necessary and that the revision procedure was performed.